Event description:
Efica bed was reported as having a bad burning smell, like ashes. Pt was on a ventilator and was not affected. Pt had been removed from unit. It was reported that six nurses got sick and some went home complaining of dizziness, headache, and nausea.

Event description:
Efica bed was reported as having a bad burning smell, like ases. Pt was on a ventilator and was not affected. Pt had been removed from unit.